Event description:
Surgeon was performing a poly swap for a knee that had excessive drainage. The size 5 by 13 mm poly was removed, the knee was pulse lavaged and another poly was replaced.

Event description:
Surgeon was performing a poly swap for a knee that had excessive drainage. The size 5 by 13mm poly was removed, the knee was pulse lavaged and another poly was replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for identification or evaluation and insufficient medical records were received for review as medical history, progress/consultation notes, and operative reports were deemed necessary. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. The complaint databases show there have been no other events for the reported sterile lot or lot ID. The exact cause of the event could not be determined.